Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable cardiac monitor exhibited backup vvi mode during a follow up check. The device would be monitored. No intervention had been reported, the patient did not experience any adverse events.